Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
Stryker rep reported that an exeter hip snapped at neck.

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported the event was confirmed through material analysis of the returned device. Method & results: product evaluation and results: the device was returned fractured below the neck for evaluation. The fracture section remains inside the metal head. A material analysis has been performed. The report concluded: the exeter stem fractured due to fatigue propagation consistent with stresses induced by micro-motion relative to the surgical cement that it is implanted in. The alloy used was that which is designated by the drawing. No manufacturing defects were found on the surfaces inspected. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion : revision surgery took place due to fracture of the exeter stem. The device was returned fractured below the neck for evaluation. The fracture section remains inside the metal head. A material analysis has been performed. The report concluded: the exeter stem fractured due to fatigue propagation consistent with stresses induced by micro-motion relative to the surgical cement that it is implanted in. The alloy used was that which is designated by the drawing. No manufacturing defects were found on the surfaces inspected. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Stryker rep reported that an exeter hip snapped at neck.